Event description:
Attempting to return the resident from the toilet to her wheelchair with the help of a cna. The resident was holding onto the lift bar and was lifted to return to the wheelchair. During the transfer, the resident let go of the lifter and started to fall. The cna grabbed the resident and helped lower her to the floor. During the fall, the resident cut her forearm. It was not determined what cut the resident's forearm. The resident was treated by the facilities doctor for her injuries. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter concerned. Findings show the lifter actuator cover screws were missing. Both front and rear castors were dirty and worn and need to be replaced. The lifter was function tested and performed to specification with no faults. The sling used does not have a safety belt fitted, also the middle set of clips were badly worn and considered not serviceable. No other faults were reported with either the lifter or sling. This type of lifter is classed as an active lifter requiring the resident to support their own weight during transfer. It is also a requirement that the resident/pt be clinically accessed by a qualified nurse/therapist before transferring the resident/pt, as laid down in the operating instructions. Based upon the reported course of events, it is possible the resident/pt was unable to support their own weight. Had a safety belt been fitted to the sling and used, it is also possible this may have assisted in arresting the resident's fall. Arjo recommends the lifter is fully serviced and repaired before returning to service. As a copy of the operating instructions are made available to the users of the lifter and are made fully conversant with its requirements. The sling is replaced with a new one and a safety belt is also fitted to the sling.